Event description:
It was reported that during the pulse field ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that visible air was noted. The procedure was completed successfully by using original device. No patient complications have been reported. The product return status is unknown.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that during the pulse field ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that visible air was noted. The procedure was completed successfully by using original device. No patient complications have been reported. The product return status is unknown. It was further reported a pressure bag and continuous irrigation was used for the irrigation of sheath. The bubbles were seen in the sheath just before the insertion of the farawave. The device is not expected to be returning as it was discarded.

Manufacturer narrative:
Correction to the initial, MDR in block(s) b5, d9. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.